Event description:
It was reported that the patient experienced inadequate therapy. Imaging identified that the lead migrated from the t10 to the t12 vertebrae and was no longer able to deliver appropriate therapy. Therefore, the patient underwent a lead replacement procedure. The patient was doing well postoperatively. The lead will not be returned as it was discarded by the medical facility. The device serial number and original implant date are unknown and cannot be obtained despite good faith effort.

Event description:
It was reported that the patient experienced inadequate therapy. Imaging identified that the lead migrated from the t10 to the t12 vertebrae and was no longer able to deliver appropriate therapy. Therefore, the patient underwent a lead replacement procedure. The patient was doing well postoperatively. The lead will not be returned as it was discarded by the medical facility. The device serial number and original implant date are unknown and cannot be obtained despite good faith effort.

Manufacturer narrative:
The lead was discarded by the medical facility. As such, physical analysis has not been conducted in our laboratory. However, the labeling review was conducted. A product labeling review identified that the device was used per the instructions for use (IFU) product label. The IFU states that lead migration may occur over time. Lead migration can result in undesirable changes in stimulation and a reduction in pain relief. Undesirable stimulation may also occur over time due to cellular changes in the tissue surrounding the electrodes, changes in electrode position, loose electrical connections, or lead failure. Additionally, persistent pain at the ipg or lead site is also a known risk of implanting a pulse generator as part of a spinal cord stimulation system. A review of the manufacturing documentation for this device was unable to be performed as the device information is unknown despite good faith effort to obtain. A risk review was completed and confirmed that the event of lead migration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support an acceptable risk-benefit for the product. The lead was not returned for analysis as it was discarded by the medical facility. As such, physical analysis has not been conducted in our laboratory. Imaging from the field identified lead migration. Therefore, with the reported observations and the labeling review, it has been determined that inadequate stimulation was likely a result of lead migration and is a known inherent risk with use of the devices, as documented in the IFU.